Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was delivering insulin too slow. Reportedly, the pump was delivering insulin, but the customer stated that the time for insulin to be delivered when requested was too slow. Additionally, the customer confirmed no alerts or alarms had occurred to prevent insulin delivery. The customer declined to provide any further information and ended the call with tandem technical support. There was no reported impact to the customer's blood glucose level.